Event description:
During application procedure, md inserted bone spreader into the patient's tibia. The tips of the instrument broke off and lodged in the tibial plateau. The surgeon was unable to retrieve the broken pieces. The procedure was completed without further incident.